Event description:
It was reported that the patient presented to clinic for a routine follow up. Upon interrogation, the pulse generator exhibited loss of capture. The device was reprogrammed successfully. The device remained implanted. No patient symptoms were reported.

Manufacturer narrative:
.